Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a high voltage tank was replaced and calibrations were performed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect high voltage tank has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during service, the high voltage tank of the imaging system was leaking oil. There was no patient present at the time of the issue.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.